Event description:
It was reported to adac that the user reported a surface dose of 14% when they were expecting 70% in electron beam planning. This was reported during a test plan; no pt was involved. No injury was reported as a result of this issue.